Event description:
It was reported that the yukon set screw backed off the screw 6 weeks after surgery. Patient underwent revision surgery to replace the screw. This record represents 3 of 4 screws.

Manufacturer narrative:
D3 has been corrected from 'stryker spine us' to 'k2m, inc'. G1 has been corrected from 'stryker spine leesburg' to 'k2m, inc'. D4 has been corrected from 'unknown' to 'hwpp' d10/h3 has been corrected from 'no' to 'return' and 'no' to 'yes'. Visual inspection: x-rays were provided by the rep. Upon review, it was observed that the screw housing was tilted at an angle. X-rays revealed that the subject set screw slipped axially along the rod at the cephalic end of the construct. The four set screws were observed to have uneven marking along the outer rim edge suggesting the rod did not reach a full seated condition. The returned screws did not exhibit rod seat marks (scuff lines) in the yoke base suggesting the rod did not fully seat in either screw. Device and complaint history records were reviewed, no relevant relevant manufacturing issues or similar complaints were identified. The yukon oct surgical technique was reviewed and the following relevant information was identified: postoperative adequately instruct the patient. Postoperative care and the patient's ability and willingness to follow instructions are two of the most important aspects of successful healing. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. Metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of re-fracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate postoperative management to avoid re-fracture. It could not be determined which of these screws contributed to the failure. If the rod is not fully reduced into the tulip head, the capture strength of the set screw mechanism may be reduced, which can lead to the reported failure. A dynamic motion in the construct may have aided in the failure of the screw as well. As not all the levels were reduced according to the rep, the screw that appears to migrate posteriorly could have influenced the rod to disengage, causing the under-torqued adjacent screws to migrate. Additional dynamic motion, and any unanticipated load sharing could have also contributed to the set screw migration from the construct.

Event description:
It was reported that the yukon set screw backed off the screw 6 weeks after surgery. Patient underwent revision surgery to replace the screw. This record represents 3 of 4 screws.